Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery (sfa). The 4.0x40mm sterling monorail balloon was advanced to the lesion for predilation, and upon the first inflation, the balloon ruptured at 10atms. The balloon was successfully removed, and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.